Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument associated with this complaint and completed its investigation. The instrument has been returned and evaluated by the failure analysis team. The instrument was found to have the conductor wire insulation damage. The conductor wire was exposed. There was no material missing from the insulation. The instrument passed an electrical continuity test. The root cause of this failure is attributed to a component failure. An additional finding not reported by the site was identified. The instrument was found to have thermal damage on the yaw pulley. The known common cause of this failure is due to mishandling/misuse. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. A review of the instrument log for the maryland bipolar forceps (part #471172-16 / lot # n11210504-0015) associated with this event has been performed. Per logs, the instrument was last used on 13-sept-21 on system sk2211, with 4 uses remaining. No image or video clip for the reported event was submitted for review. This complaint is a reportable malfunction based on the following conclusion: the instrument had conductor wire damage with no evidence of user mishandling or misuse. The damaged/broken conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable. It is unknown if the initial reporter submitted a report to the FDA.

Event description:
It was reported that during central processing, the maryland bipolar forceps was observed to have a frayed cable with burrs on the metal of the cable. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on 05-oct-2021: the reported issue was confirmed to be found in central processing and not during a procedure.